Event description:
It was reported that intermittent occlusion alarms occurred leading to the customer experiencing intermittent high blood glucose levels. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. Customer resolved the occlusion issue by changing the infusion set and cartridge and resuming insulin delivery, without needing assistance from a third party. Ultimately, the customer reverted to an alternate method of insulin therapy.